Manufacturer narrative:
The lot number is not known per complainant; therefore, the device manufacture date and expiration date can not be determined.

Event description:
It was reported to boston scientific corporation that a percuflex plus ureteral stent was implanted in a patient on (B)(6), 2010. According to the complainant, approximately one month post implantation ((B)(6), 2010) the stent was removed during a stent replacement procedure. When the physician attempted to remove the stent, force was applied to withdraw, and the stent was broken/torn. The physician reported that he met strong resistance due to an encrusted loop on the kidney side. The fragment of loop on the kidney side remained in the patient until it was successfully removed, used forceps, during a procedure on (B)(6), 2010. The patient was reported to be "fine" at the conclusion of the procedure.

Manufacturer narrative:
Analysis of the returned percuflex plus ureteral stent revealed that the stent was broken. The proximal end of the stent was not present with the return. The stent ID was occluded with calcium deposits. Most likely, the stent was broken while being removed due to interactions with the patient's physiology/anatomy; this allowed the stent become encrusted and difficult to remove. Therefore, the most probable root cause for this event is determined to be operational/physiological context.

Event description:
It was reported to boston scientific corporation that a percuflex plus ureteral stent was implanted in a patient on (B)(6), 2010. According to the complainant, approximately one month post implantation ((B)(6), 2010) the stent was removed during a stent replacement procedure. When the physician attempted to remove the stent, force was applied to withdraw, and the stent was broken/torn. The physician reported that he met strong resistance due to an encrusted loop on the kidney side. The fragment of loop on the kidney side remained in the patient until it was successfully removed, used forceps, during a procedure on (B)(6), 2010. The patient was reported to be "fine" at the conclusion of the procedure.